Manufacturer narrative:
As previously indicated the device was not returned for evaluation. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is on-going.

Event description:
It was reported that during implant of an intraocular lens (iol) into the patient¿s eye, the lens punctured the patient¿s capsular bag. The iol was removed intraoperatively and replaced with a three-piece lens. No further complications were experienced and no further patient injury occurred. Medical intervention was unnecessary and the patient is doing well.